Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and non-capture. It was also reported that the patient was pacemaker dependent and was hospitalized due to experiencing a syncopal episode. X-ray imaging and fluoroscopy confirmed the rv lead was pulled back into the right atrium. A temporary pacing wire was provided until the lead was revised. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead tip and electrode tip found no anomalies. The outer insulation integrity was unable to be tested due to cuts in the insulation that appear to have occurred during explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of oversensing.